Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, inserting a lead into the ventricular port of the pulse generator was difficult. A lead was eventually inserted into the connector and the device was implanted successfully.